Event description:
Pt was admitted for outpatient tubal ligation per laparoscopy. During the procedure, the kleppinger forceps were inserted and smoke was noted coming out of the trocar without the foot pedal being activated. The current burned through the fallopian tube and caused a skin burn (2nd degree) to the abdomen at the left of the umbilicus.